Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens has a portion of the optic and a haptic torn off & missing. There is clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens cq2015 in injector and the haptic tore, prior to insertion. No patient injury.